Event description:
On (B)(6) 2011 the dental assistant reported "the top half of the contra-angle unscrewed and became loose during a procedure when the dentist was cleaning out soft decay. There was no patient injury, but there was the potential for harm as the patient could have gotten cut."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.